Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The device was received in an opened blister tray inside the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. The product was not returned in the reported condition. The device was returned with the lens advanced into the mid nozzle. The leading haptic is observed to be extended straight. The presentation of straight leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the instructions for use (IFU) provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or bss in the delivery system. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 degrees celsius (64 degrees fahrenheit) to 23 degrees celsius (73 degrees fahrenheit). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. Any of the above factors alone, or in combination, may led to an event such as straight leading haptic. Based on the results from the product history record, the products met release criteria. FDA patient code of a040609 should not have been reported on initial MDR submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during calibration or setup of intraocular lens (iol) implant procedure, the anterior loop was stuck around the back of the optical part, and it was discontinued prior to use. Additional information recieved and stated that the leading haptic was stretched and it was due to transportation.